Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller exhibited critical battery alarms. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the controller exhibited critical battery alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed four (4) critical battery alarms due to communication errors involving (B)(4). As a result, the reported event was confirmed via log files review. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. If information is provided in the future, a supplemental report will be issued.